Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via analysis of the returned system controller. During evaluation of the returned system controller (serial number: (B)(6)) a controller fault alarm activated after performing a system controller self-test. The lcd bitmap software on the system controller was then reloaded, resolving the issue. The controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted and downloaded system controller event log files contained approximately 10 days of data (06jun2023 ¿ 16jun2023 per the timestamps). The log file captured a controller fault alarm associated with an lcd communication issue from (B)(6)2023 at 03:55:33 until the controller was powered off (captured on (B)(6) 2023 at 10:27:18). The driveline was disconnected on (B)(6) 2023 at 10:26:26 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the lcd bitmap software becoming corrupt causing alarms was unable to be determined through this analysis . The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including controller fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having a controller fault alarm on interrogation. The patient was asymptomatic. Log file analysis found internal controller lcd faults beginning on (B)(6) 2023. It was recommended that the customer exchange the system controller. It was later reported that the issue resolved after the exchange.